Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received end of life message on the programmer patient lost therapy due to this. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced resolving the issue.